Event description:
The customer reported to baxter (B)(4) of a leak observed on the irrigation set during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation purposes related to leak condition. The sample was visually and functionally evaluated and the reported condition was confirmed. During visual inspection, the tubing was found to be separated from the burette cap. There was a sufficient amount of solvent applied to the bond. However, the inner diameter of the tubing was below the lower specification.